Event description:
During total knee arthroplasty, two drill bits broke during the procedure when surgeon attempting to remove from patient. All parts retrieved completely from patient and labeled in biohazard bag to be sent to materials management to be returned to manufacturer. No injury to patient.